Event description:
It was reported that when the 3.5x12 mm rx vision stent delivery system was inspected during preparation, it was observed that there was no stent implant on the balloon. The protective sheath was checked; however, the stent was not in the sheath and could not be located anywhere in the cath lab. It is believed there was no stent on the balloon. A new rx vision sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. The stent was not returned; however, based on the analysis, it appears that the stent had dislodged. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.